Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. If implanted; give date: not applicable; lens removed/replaced in the initial procedure. If explanted; give date: not applicable; lens removed/replaced in the initial procedure. The intraocular lens (iol) is not returning for evaluation as it was destroyed. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lead haptic came out straight instead of curved. Reportedly, this was a result of a loading issue. Customer indicated that they did not use the approved/recommended cartridge with the lens. A vitreous leak was found so the lens was removed and a new, non johnson & johnson surgical vision, inc. (Jjsv) lens was placed. A vitrectomy was required. Patient was reported as fine post op. No further information was provided.